Event description:
It was reported that a power source alert 07 occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. The issue was resolved after the customer plugged the charging cable into a wall adapter, which allowed the pump to begin charging, and no further assistance was required.